Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they were getting a lot of no delivery alarms on the insulin pump. They would change the infusion set and rewind the device. The caller reported the issue was resolved with a change of infusion set and reservoir. The caller also reported that the customer had been experiencing both low and high blood glucose. When the customer has low blood glucose they would treat with glucose tablets and food. The customer¿s blood glucose went up to 400 mg/dl after treating with a sandwich. Additionally, the caller reported that the reservoir compartment¿s opening had cracks. Due to the damage, the device will be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected no delivery alarm during testing. Unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Inserted a water test reservoir, unit was programmed with a 2.0 u/h basal rate and monitored 5 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the insulin pump status screen noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label. Insulin pump passed the dat test at 0.0875 inches.